Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure, within the common bile duct of a patient with a biliary stenosis, on (B)(6) 2010. According to the complainant, during the procedure, the stent was inserted through the endoscope; however, the stent prematurely deployed in the duodenum. The delivery system was removed from the patient, and a snare was used to remove the stent from the patient. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - intervention required. (B)(4) - reported issue of stent premature deployment. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and no anomalies were found. It is likely that anatomical/procedural factors (tortuous patient anatomy) were encountered during the procedure which may have caused the stent to deploy prematurely due to inadvertent retraction of the guide catheter assembly or breakage of suture from the push catheter assembly. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context.